Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl, 593 mg/dl and 220 mg/dl. The customer was treated with bolus, syringe and short acting insulin. The customer also stated that they did allege insulin pump was under delivering. The customer stated that they experienced low blood glucose and they became unconscious in sleep. The insulin pump will not be returned for analysis.